Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during radial access for cardiac cath, the physician accessed the radial artery with a 21g introducer needle that was in a glidesheath slender kit. A flashback was observed and a 021" wire from the kit was introduced into needle. However, the wire would not pass through the needle. A new kit was opened and the wire from the new kit was used successfully through the original 21g needle in the radial artery. After the procedure the physician tried to pass the original guidewire through both needles that were open, however the wire would not pass. Patient condition was stable. The procedure outcome was successful using the second kit component.